Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by p. Gebuhr, k. Stentzer, f. Thomsen and n. Levi.

Event description:
Information was received based on the review of the journal article entitled " failure of total hip arthroplasty with boneloc bone cement." The aim of this study was to assess the long term failure rate of total hip replacements (thr) that had previously used boneloc bone cement. It was reported in the article that three patients exhibited radiographic evidence of loosening. It was noted failures concerned the femoral stem in all cases and the acetabular cup in 9 cases. It is unknown how many cups were noted to have radiographic evidence of loosening.